Event description:
It was reported that pump displayed non-resettable malfunction alert malf 24 with fault ID 24-0x2219 and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support confirmed warranty status and shipping details, instructed customer to place pump in storage mode and return it within 10 days using provided materials and advised customer to program settings and reconnect continuous glucose monitor in replacement pump that was sent.